Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corroded adaptor, image distortion, focus ring degraded and leak a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- noisy image, corroded adaptor, image distortion, focus ring degraded and leak with the most probable cause traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head had noisy screen. The issue was found during inspection for use. There were no reports of patient involvement.